Event description:
A patient reported experiencing inaccurate erratic results with a one touch basic meter. On a certain date, patient's blood glucose was 87, 60 and 200 mg/dl. Patient felt nervous and shakey. Attempts to contact the patient have failed. No further information has been reported.